Manufacturer narrative:
The service record states that the customer cancelled the request. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported measures are presenting variation. Additional information has been requested.